Event description:
We received that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements measuring greater than 125 ohms. Technical services reviewed the data and suspects calcification and recommended to re-program the threshold from 125 to 150 ohms. The device was re-programmed successfully, and the plan is to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.